Event description:
It was reported that a patient fell from bed and was found by the nurse on the floor, deceased. The hospital reported the amber lights from the bed exit alarm were flashing, but claimed "no alert was sent to the staff phones." The unit was evaluated by the service technician and was working to specifications. No malfunction or defect was found, and no correction required. After the inspection confirmed no issues, the bed was returned to service.

Event description:
It was reported that a patient fell from bed and was found by the nurse on the floor, deceased. The hospital reported the amber lights from the bed exit alarm were flashing, but claimed "no alert was sent to the staff phones." The unit was evaluated by the service technician and was working to specifications. No malfunction or defect was found, and no correction required. After the inspection confirmed no issues, the bed was returned to service.

Manufacturer narrative:
Supplemental submitted to report that the biomed director at the user facility confirmed that although the patient passed away, the bed was not being implicated. No other details were disclosed. The bed was returned to service and the nursing staff was retrained on the proper use of bed exit system.